Event description:
Customer claims that there is zipper slider damage on the left side panel. When an attempt is made to close the zipper, it is off track. The issue was discovered during set-up. There was no patient contact.

Manufacturer narrative:
(B)(4) - zipper slider damage. Results: evaluation of the returned product shows that the window side right: perimeter guard zipper slider body is open. Note: posey instructions for use warning indicates: always use the zipper pull-tabs when opening or closing the zippers. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).